Manufacturer narrative:
Sections with additional information as of 22-dec-2020. H6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-3 error. Customer had purchased the truemetrix meter and test strips (B)(6) 2020. At the time of the call the customer reported symptoms of increased thirst, blurry vision and increased urination. Medical attention was not needed at the time of the call. Customer stated that she had used all of the test strips and lancets that had come with the truemetrix meter and did not have any strips to troubleshoot with.